Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 70 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the patient has had a headache since the day the previous pump was implanted in 2015. It was noted apparently the patient had a revision to see if there was a cerebrospinal fluid (csf) leak {date of the revision was not reported}. However, it was also reported surgical intervention did not occur and was not planned. It was unknown if there was a leak and the patient was still reporting headaches. Per the patient, she had been to several different managing clinics where they had tried to decrease and increase dosage to see if that helped. The current clinic increased her dose by 10% to see if that helped. It was unknown if the issue was resolved at the time of this report. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). The patient¿s status was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-oct-02. It was reported that the issue started with the currently implanted pump. The date of the revision was unknown. The cause of the headaches was not determined. It was unknown if additional diagnostics were performed, what actions were taken to resolve the issue, and if there was any other impact to the patient. No further complications were reported or anticipated.